Manufacturer narrative:
On 08/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/26/2016 a medtronic representative, following-up at the site, confirmed that after uninstalling and reinstalling software, everything was working properly. On 09/09/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, there were no surgeon profiles available in their navigation system software. No further details regarding this issue were provided. The surgeon opted to abandon the use of the navigation system. There was no delay of therapy reported. The surgery was reported to have been re-scheduled.

Manufacturer narrative:
Additional information: on (B)(4) 2016, a medtronic representative reported that the nurse from the site clarified that the patient was not involved with the complaint. The case was cancelled before they brought the patient back to the or. Should this information have been available during the initial review of the complaint, the incident would not have been considered a reportable event.